Event description:
It was reported a patient had a left total knee replacement on (B)(6) 2012, and suture was used. The patient was seen three to four weeks post operative and had swelling and itching above and below the knee. The patient was seen again at eight weeks post operatively and had less swelling but the knee was discolored with papulous areas. The patient was treated with ultravate cream. Now at (B)(6) post-operative, (B)(6) 2 012, the skin eruptions and deeper dermal papules and nodules have gotten better. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07672. The same patient is represented in each medwatch.